Event description:
Related manufacturer reference number: 2017865-2022-00003. It was reported that the patient's atrial lead was oversensing noise, had intermittent capture, had high impedance, and was possibly fractured. The left ventricular lead was also suspected of malfunctioning due to positioning. The leads were capped and replaced on (B)(6) 2021. The patient was stable post procedure.

Manufacturer narrative:
Correction: d10 therapy date should have been (B)(6) 2021.